Manufacturer narrative:
Submit date: 06/13/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer states the unit has a low reading.

Manufacturer narrative:
An investigation of kangaroo epump was performed for the reported condition of; the unit has low readings. The unit was triaged and the complaint could not be confirmed; there was no fault found. Kangaroo epump was manufactured in 2013. A review of the device history record shows this device was released meeting all manufacturing specifications.